Event description:
It was reported that following the implant procedure, the patient had nausea, elevated blood pressure, inadequate pain relief, and swelling at the implantable pulse generator (ipg) and anchor site. It was also noted that the patient was hospitalized due to several episodes of passing out.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2024. Additional suspect medical device component involved in the event: product family: scs-lead fixation: upn: m365sc43180. Model: sc-4318. Batch: 32211379.

Event description:
It was reported that following the implant procedure, the patient had nausea, elevated blood pressure, inadequate pain relief, and swelling at the implantable pulse generator (ipg) ipg and anchor site. It was also noted that the patient was hospitalized due to several episodes of passing out. Additional information was received that the patient underwent an explant procedure.